Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the pod for longer than 48 hours. Upon removal of the pod the he patient reports experiencing purulent discharge as well as a hard bump at the pod infusion site. The patient had called their doctor. The patients doctor prescribed a generic version of keflex (500 mg) to be taken 3 times daily for 5 days. In addition the patient was advised to use a warm compress on the infusion site.